Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the physician had a difficult time loading the catheter onto a stiff angled 0.035 guidewire. The physician and scrub tech then front loaded it from the other end and saw that the wire did fit through the catheter. Once the catheter was shown to be patent, it was inserted through the access over the 0.035 wire. However, the tip seemed too small and it ended up peeling off part of the glide wire coating. As a result, a second kit was used. No patient death or complications were reported.